Event description:
Follow up information received that the replacement event was attributed to normal battery depletion. It was confirmed that both the ins and lead were both replaced. The patient outcome from the event was reported as no injury.

Event description:
It was reported that several months ago the implantable neurostimulator (ins) and two of the electrodes on the lead stopped working. The patient had revision surgery to replace the ins and lead. The patient was discharged from the revision procedure on (B)(6) 2012. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28, lot# v472135, implanted: (B)(6) 2010, explanted: product typ lead product ID 3037, serial# (B)(4), product typ programmer. (B)(4).